Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a conclusive cause for the reported no device malfunction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was retained at the account.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted with proglide devices using the pre-close technique prior to a right iliac aneurysm correction interventional procedure. Reportedly, the first proglide device on the lcfa did not release and the second proglide device fractured. Hemostasis was achieved via manual arterial compression on the lcfa and with the pre-placed proglide sutures on the rcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.